Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Fse (field service engineer) was dispatched and on 29-sept-2016 checked and realigned clog detection. Cleaned sample nozzle. Customer ran 40 samples with several assays per sample with no issues. Issue unresolved. Replaced mprs board and sample syringe. Checked and aligned clog detection. Checked sorter cup pickup alignments. Ran sorter pick up macro. Customer ran patient samples. The most probable cause of the reported event was a main arm pressure board failure.

Event description:
On (B)(6) 2016 the customer reported clogging error 2070 and also cup transfer error 2151 with their aia-2000 analyzer. Ts (technical support) asked customer to look at tips and make sure they weren't bent. Customer called back reporting errors 2070 and now 2061 tip attach failure by main arm. The customer is unable to run lhii prl pth and fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lhii prl pth and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.